Event description:
It was reported that the patient had unexplained low flows and variable pulsatility index (pi) values. A computed tomography (CT) morphology was done, and the results were pending. There was concern for malposition or obstruction. Log files were submitted for review and captured intermittent low flow estimates with high pis well as a sustained low flow alarm on (B)(6) 2024. The event log also captured a cluster of pi events on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of multisystem organ failure could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported event of low flow alarms; however, the reported event of device malposition or obstruction could not be confirmed as no images were submitted for analysis and the device was not returned for evaluation. Additionally, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024, per the timestamps. Three, transient low flow hazard alarms were captured. Elevations in pi were captured during the low flow events. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook document #(B)(4), rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple organ failures/dysfunctions as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index (pi). This section states that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away due to multisystem organ failure on (B)(6) 2024.